Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed and the customer reported broken/damaged inpen. Inpen replacement initiated. The customer reported dial knob plastic piece came off. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-105elblna was requested and the customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder. Front cap shell wont lock in place. Missing dosing window. Unit paired successfully to commercial app. Unit passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed/failed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.15ozf-in). Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received working as designed. No mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of damage dose knob cannot be confirmed. Unit was received with missing dosing window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.